Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having tremors and shaking on her whole body, mainly arms and legs, which was at night. The patient went to the emergency room (ER) and the stimulation was turned off. However, turning the stimulation off did not make a difference, so the stimulation was turned back on. It was also reported that the patient fell backward, down to her bottom against her dresser on (B)(6) 2018. The symptoms became worse the night before the report. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.